Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on lot history review. The probable cause is related to a molding error that could lead to crushed spikes on the claves of the secondary port. The lot history was reviewed, and the following relevant nonconformity was identified: discrepancy: "on 10/18/23, b1 qa found several misaligned spikes while bracketing for bad slits on part# 67-2068, lot 13785988, ncmr 23985. The lot 13785988 used the spikes (part# r1-15562, lot# 13659755) which might cause the misaligned spikes. B1 qa also found window and tip flash on the spike. Total spikes quantity (B)(4) units, including 50 totes at (B)(4) units per tote." This could lead to a crushed spike that causes inability to infuse.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that at the top port of the IV plum set (blue port where secondary is placed), there was a malfunction of the plastic valve. This caused air and the chemo or secondary drug to not infuse. The entire line had to be re-set with new primary tubing. There was unknown patient involvement and unknown patient harm.